Manufacturer narrative:
Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found wear and tear damaged enclosure and line cord, broken pole clamp, outdated pcb, power switch, and front cover. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer's reported problem was confirmed. According to the investigation, the device was out of calibration including the over temp setting. The investigation reported that no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical level 1 hotline low flow system experienced over temperature during power. No adverse effects were reported.